Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. The analyst noted all electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, there were high thresholds on the lead. The lead was replaced with a new lead and the procedure was successfully completed. No patient complications have been reported as a result of this event.